Event description:
Per the clinic, the device was explanted on (B)(6) 2026, due to incorrect electrode placement in the right vestibule (intralabyrinthine location). The patient was reimplanted with another cochlear device during the same surgery.